Event description:
Customer reported the system needs the hv cable and x-ray tube replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and hv cable. System operates as intended.